Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/5/2021. H.6. Investigation: bd received 6 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for fm in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes foreign matter was discovered in gel of 6 tubes. The following information was provided by the initial reporter, translated from japanese to english: the following issue was found in tubes (367991) from lot 0232230: fm in gel ×6.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer(r) sst" blood collection tubes foreign matter was discovered in gel of 6 tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the following issue was found in tubes (367991) from lot 0232230: fm in gel x6.